Manufacturer narrative:
Cadence science inc. Acknowledges this report does not meet the 30 day reporting requirements. This was unintentional. This report is being filed after it was identified as noncompliant during an internal review of our complaint files.

Event description:
Package was labeled p/n 5338 (1 ml syringe) but contained p/n 5339 (2 ml syringe).